Manufacturer narrative:
(B)(4).

Event description:
It was reported on 09/14/2016 that the patient is going to be prescribed antibiotics due to an infection at the generator site. The patient was recently implanted with her generator on (B)(6) 2016. The design history records for the implanted generator and lead were reviewed and found that the devices were hp sterilized prior to distribution into the field. No surgical intervention has occurred to date.

Event description:
Information was received which indicates that the infection has resolved.